Event description:
It was reported that the patient presented to the emergency department with syncope. The right ventricular (rv) lead exhibited high thresholds, high impedance, non-physiological markers, oversensing and intermittent loss of capture. The rv lead was suspected to have fractured. The lead was temporarily reprogrammed and subsequently capped and replaced. The right atrial (ra) lead was also reported to have exhibited increased thresholds. The lead remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.